Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. During examination of the right ventricular (rv) lead, it was noted that the lead had high defibrillation lead impedance and the capture threshold was stated to be elevated. Clinician stated that there was rv lead noise in the previous check but was not observed during this examination. The physician capped and replaced the rv lead on (B)(6) 2021. There were no adverse consequences to the patient.